Event description:
A 90 y o taken to or for repair of fx l hip (femoral neck fx). Pt given spinal anesthesia. When cement in centrifuge pt experienced sudden hypotension and resuscitated (intubated, etc). Operative procedure continued. Pt's bp went up after 15 min and taken to pacu where bp again dropped (palpable 50). Vasopressors/transfusions/intubation/etc continued and pt transferred to ICU after approx 3 1/2 hrs (9a - 12:30 pm). After a couple hrs in ICU family informed of poor prognosis and elected to remove life support and pt expired 3:30 p 8/27.